Manufacturer narrative:
This follow-up report is being submitted to correct the initial report. The malfunction reported in the initial report was not reportable malfunction as a result of revaluation.

Manufacturer narrative:
The subject device has not been returned to omsc but were returned to olympus medical systems india private. Limited (omsi) for evaluation. In the evaluation of omsi the following was confirmed; omsi could reproduce the reported phenomenon. Omsi confirmed that the reported phenomenon is caused by the failure of the mainboard of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
During a gastroscopy, an abnormal greenish endoscopic image was displayed. There was no report of patient injury associated with this event.